Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to get quote to send in arctic sun device for repair. Since device was getting calibration error 80. Per sample evaluation results received via task on 21nov2024, it was reported that the neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. The flow meter reading was too low post repair to pass functional testing in an arctic sun device.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. Root cause could not be determined. The device was evaluated upon receipt. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. Replacing main tank drain outlet with a plastic elbow. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to get quote to send in arctic sun device for repair. Since device was getting calibration error 80. Per sample evaluation results received via task on (B)(6) 2024, it was reported that the neutral side connector between ac main circuit card and power inlet module was found blackened and melted through. The elbow found in place of the plastic main tank drain outlet was a brass compression fitting. The flow meter reading was too low post repair to pass functional testing in an arctic sun device.